Event description:
A literature report states a pt experienced secondary open-angle glaucoma (soag) following vitrectomy, scleral buckling and cataract surgery. Two months following the initial surgery, a yag was performed. At that time the product was noted in the anterior chamber (ac) and a paracentesis and posterior vitrectomy were performed. At 2.5 months following surgery, after all postoperative topical steroids were discontinued, the pt's iop was 22 mm hg. Four months later, product was noted in the ac. A gonioscopy revealed an open angle, inflamed trabeculum and droplets of this product covering the entire inferior angle; iop was 24 mm hg. Twenty-four hours following the second ac washout the pt's iop was 7 mm hg. The initial intraocular pressure (iop) rise was reported to be related to a combination of gas expansion, inflammation, steroid response, or the scleral buckle. Retained product in ac was also reported as a causative agent in this soag. Iop decreased following an anterior chamber (ac) washout. The literature reported in case of elevated iop following vitrectomy, a gonioscopy is recommended in order to determine the cause of the iop. Additional info has been requested.

Manufacturer narrative:
This is a literature report. The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the mfg documentation. Additional info has been requested from the author by email. A completed questionnaire has not been received. Literature source: toffoli, d. Arbour, j., harasymowycz, p. (2008). Retained perfluoron post vitreoretinal surgery causing secondary open-angle glaucoma. Journal of ophthalmology, vol. 43, no. 3, 372. This report was mailed to FDA on: 10/10/2008.